Event description:
Procedure performed: laparoscopic procedure. Event description: confirmed device was inserted using standard downward force with 10-2 twisting motion. Device snapped within first few seconds of insertion (only initial layer of skin pushed through). The surgeon subsequently used a replacement port of same product code with no issues. Patient was above average weight, no previous surgery. No changes in health resulting from the event. Device replaced with no issue. No additional intervention required intervention: the surgeon subsequently used a replacement port of same product code with no issues. Patient status: no issues.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic procedure. Event description: confirmed device was inserted using standard downward force with 10-2 twisting motion. Device snapped within first few seconds of insertion (only initial layer of skin pushed through). The surgeon subsequently used a replacement port of same product code with no issues. Patient was above average weight, no previous surgery. No changes in health resulting from the event. Device replaced with no issue. No additional intervention required intervention: the surgeon subsequently used a replacement port of same product code with no issues. Patient status: no issues.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged trocar, both the cannula and obturator were bent. The wall thickness of the cannula and obturator were measured and met specifications. Based on the condition of the returned unit and similar previous incidents, it is likely that the reported event was caused by a high force exerted on the unit during insertion. It is possible that the physical characteristics of the patient contributed to the force exerted on the unit during insertion. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as a bent trocar is unlikely to cause or contribute to death or serious injury.